Event description:
It was reported that a aq2015a silicone three piece lens was inserted and removed from the eye. A vitrectomy was performed. Additional info was requested but none was available. If any info is obtained, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4) vitrectomy. Eval method: work order search. Results: the visual inspection showed pieces of the optic was missing and a clear surgical residue on the lens. A work order search was conducted and there were no similar complaints found. Conclusion: based on the complaint history, work order search and product eval, we were unable to determine a specific root cause of the event. (B)(4).